Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was experienced a hyperglycemia. Customer blood glucose level at the time of incident was 470 mg/dl and his current blood glucose level was 334 mg/dl. Customer reported another symptom like muscle weakness, tired and headache. Customer was used insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.